Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to overload.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "the devices can break when subjected to increased loading associated with nonunion or delayed union." Number 4 states, "correct handling of devices is extremely important." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Lot number - unknown, manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a femoral deformity correction procedure on (B)(6) 2015. During the procedure, the external fixator fractured as it was tightened with a torque limiting wrench. Another fixator was used to complete the procedure. As a result, there was a 30 minute delay in the procedure.